Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that prior to a procedure, the technician pulled a trek rx 2.5 x 15 mm device from the shelf, however, when it was opened the box contained a sealed trek rx 3.0 x 12 mm device. The device was discarded and not used in the patient. There was no clinically significant delay in the procedure. There was no additional information provided.